Manufacturer narrative:
The valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in the cor rect anatomical position and resulted in moderate paravalvular leak (pvl). Due to the pvl, a post-implant balloon aortic valvuloplasty (bav) (non-medtronic) was performed. While the balloon was inflated during rapid pacing, the balloon slid towards the ascending a orta. After the bav was performed, severe pvl was observed. The blood pressure then decreased, and asystole followed with cardiac massage needing to be performed. It was reported that breakage of a leaflet of the valve occurred due to the post-implant bav and lead to the severe pvl. A second bav was performed during asystole and a second transcatheter bioprosthetic valve, was then implanted valve-in-valve, with acceptable results. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Paravalvular leak could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Per the angiography cine review, this event was most likely due to patient anatomy calcium present in the annulus. Review of the angiography cines returned with this event found that there was calcium present in the aortic annulus and the first valve load was a good load performed under fluoroscopy. The imaging confirmed there was valve deployed at 100% in a good position, and the angiogram showed paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed and confirmed on fluoroscopy that the balloon moved into the ascending aorta. Then an angiogram was performed confirming severe pvl. It was reported that the patients¿ blood pressure then decreased, and asystole followed. Hypotension is a known potential adverse effect per evolutr instructions for use (IFU) m056197t001. It is an effect that is highly dependent on the patient's pre-procedural condition and could occur despite a normally-functioning device or model implant procedure. Conduction disturbances such as asystole, are known potential adverse effects per evolutr IFU m333679f001doc2 rev1a, and in this case the issue was treated with cardiac massage. Unfortunately, there was no imaging that confirmed a breakage of a leaflet from the bav. The breakage of a leaflet was unable to determined and a cause was not confirmed. Review of the device history review (DHR) for this device, found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that during the implant of the first valve, a transfusion of one unit of packed red blood was administered. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.